Event description:
Initial reporter indicated that his device "was not working." It was later reported he was "receiving continuous error messages regarding sql errors." The event was not resolved with a soft or hard reset. The handheld computer had 7.1 programming software. The software is at the manufacturer pending product analysis completion.

Manufacturer narrative:
Device malfunction suspected, but did not cause a serious injury.